Manufacturer narrative:
The complained test strips have been calibrated against the who standard rtf/16 and are affected by recall. Corresponding retention test strips (lot 322643) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). Occupation - the occupation is lay user/patient.

Event description:
The patient stated that he/she received an erroneous result when testing with a coaguchek xs meter (serial number unknown). The patient has stated that the meter measurements have always had difference of 0.3 inr when compared to measurements performed in the laboratory using an unknown method. Lately, this difference has increased. A sample from the patient was tested on the meter, resulting as 3.8 inr. 5 minutes later, a sample from the patient was tested in the laboratory using an unknown method, resulting as 2.9 inr. No adverse events were alleged to have occurred with the patient. The patient's therapeutic range is 2.5 - 3.5 inr.